Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient is needing an MRI and the clinic is requesting the controller and that the implant be fully charged to do the MRI. Caller stated patient has not used the device in a long time and they do not have any equipment in order to charge their implant. Caller reported that the reason the patient needs the MRI is because the transmitter appears to have moved and is causing the patient pain; caller followed up saying that the transmitter has fallen down or something. Caller stated that the patient needs equipment because they have already not been able to have their MRI multiple times now. Agent reviewed the equipment with the caller and how to use each piece. Agent reviewed charge duration with the caller and caller asked if instructions came with the package; agent stated that there are no instructions included. Agent attempted to explain that the patient may have to go through passive recharge mode but caller interrupted and dismissed the agent; caller said that the MRI techs can assist with that. When asked for an event date; caller stated the issue started when the patient was admitted on (B)(6) 2021. When asked for a managing hcp; caller was unable to answer. Agent was unable to change the initial reporter as the caller introduced themselves as the unit clerk and would dismiss the agents requests for any information not related to the patients MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.